Event description:
It was reported that the patient experienced new drainage from the site with developing redness and pain. The patient reported fever and chills the night before coming in. The patient reported the driveline might have gotten tugged on as he was in the process of moving to a new home. Wound vac placed after debridement, received IV cefazolin while inpatient, then changed to keflex 1000 mg qid for 28 days, then decreased to 500 mg tid indefinitely. Added cipro 500 mg bid po in dec. 2019 when grew pseudomonas aeruginosa.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the first admission for the patient's driveline infection was on (B)(6) 2019. The infection was confirmed to be mssa bacteria and the first debridement with wound vac was on (B)(6) 2019 and discontinued (B)(6) 2019.